Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Doctor stats that triathlon size 3 femoral trial (left) did not fit gone properly and seemed to be bent or twisted. Trialed with right femur.

Manufacturer narrative:
An event regarding a size/fit issue involving a triathlon cr fem trl s/s #3lt was reported. The event was not confirmed. Visual evaluation of the returned trial indicated normal use of the device. Dimensional inspection indicated that the trial met specification. Functional analysis was not performed as the reported event does not relate to the functionality of the device. A device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. There have not been any other events for the specified lot. The investigation concluded that the returned femoral trial was within specification. Therefore the event cannot be confirmed. No further investigation for this event is possible at this time.

Event description:
Doctor stats that triathlon size 3 femoral trial (left) did not fit gone properly and seemed to be bent or twisted. Trialed with right femur.